Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2026. Patient reported that insertion devices did not deploy properly during needle guard removal process and patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.